Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a gradual return of symptoms. The symptoms were described as daytime leaking which has been getting heavier. The caller also reported that the patient's night time was getting gradually worse. The patient was reportedly terrified about going to sleep at night because of the amount of wetting. There was some contradicting information in that the patient stated that the symptom onset was gradual, but that it started (B)(6). No device malfunctions were apparent as the patient confirmed feeling comfortable stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leakage was not determined and the patient had an active uti but the hcp was unsure if it was related. Actions/interventions taken to resolve the leakage included increasing stimulation and uti treatment. No further complications were reported/anticipated.